Manufacturer narrative:
B5- corrected to : "the reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -14.5 diopter into the patient's right eye (od) on (B)(6) 2021 the lens was exchanged with a longer lens due to low vaults, lens rotation, and glare/halos. See MFR file# (B)(4) for replacement lens. The cause of the event is reported as unknown: "length of the icl." Claim #(B)(4).

Manufacturer narrative:
Weight, ethnicity, race-unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaints reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -14.5 diopter into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer lens due to low vault, lens rotation, and glare/halos. See MFR file# (B)(4) for replacement lens. The cause of the event is reported as unknown: "length of the icl."